Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of the device being unable to power on was duplicated and attributed to a faulty fuse on the battery interconnect board. The reported malfunction of the device being unable to discharge and displaying a "defib fault 72" message was duplicated and attributed to a faulty diode on the hv module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) the device was unable to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device displayed a "defib fault 72" message and was unable to power on with battery power alone.